Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: no insulin flow when taking injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 16-jun-2022. H6: investigation summary customer returned 65 unused 4mm, 32 gauge nano pro pen needles from lot 1145129. 30 of these samples were attached to a test pen and applied to a skin analog. None of the pen needles showed any signs of damage at either end of the cannula. All pen needles were undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of any pen needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: no insulin flow when taking injection.